Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was 182mg/dl. The customer states they treated with IV drip of insulin. Troubleshoot was conducted. The customer states they have been under large amounts of stress due to cancer. The customer states the highs are attributed to the stress. No further assistance was needed at this time.